Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an intervention procedure. It was reported that "crimping" occurred to the right femoral artery and the pt had a total occlusion. The pt was taken to surgery to remove the suture and repair the artery. Although requested, add'l info from the customer has not been made available.